Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. Review of the download error log revealed record of a ventilator inoperative error code that indicates the central processing unit (cpu) could not communicate with the pressure sensor using spi bus and required replacement of the printed circuit board assembly (pca) to address the issue. The device will be included in the fsn 2023-cc-src-039. During the evaluation of the device, the service technician observed visible foam particles in the device assembly. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: review of the device error log revealed a non-critical device error code that indicates the device was unable to write to the error log. The device pca would require replacement to address this issue. No repairs were completed; the device was processed as scrap.